Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Always wait until the "ready" light turns on to disconnect the battery from the battery charger. If this is not followed over consecutive charging cycles, the battery capacity display will not function properly and may convey misleading battery capacity. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported event was confirmed via functional testing. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to extremely high values for max error and cycle count. In addition, (B)(4) exhibited early depletion of cell pair #4, causing the cell pair voltage to fall below the minimum threshold. The confirmed malfunctions are related to the reported event. The most likely root cause of the failure is a combination of calculation anomalies with the u2 gas gage chip and a faulty cell pair, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a battery that would not charge, while on the battery charger the status light would flash red. The battery was replaced with no reported consequences or impact to the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Always wait until the "ready" light turns on to disconnect the battery from the battery charger. If this is not followed over consecutive charging cycles, the battery capacity display will not function properly and may convey misleading battery capacity. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. The reported event was confirmed via functional testing. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to extremely high values for max error and cycle count. In addition, (B)(4) exhibited early depletion of cell pair #4, causing the cell pair voltage to fall below the minimum threshold. The confirmed malfunctions are related to the reported event. The most likely root cause of the failure is a combination of calculation anomalies with the u2 gas gage chip and a faulty cell pair, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient experienced a battery that would not charge, while on the battery charger the status light would flash red. The battery was replaced with no reported consequences or impact to the patient.